Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels that were making her feel sick. Customer stated that her blood glucose levels were around 300-400 mg/dl today, but she does not think it is being caused by the tubing not sticking. Customer has not spoken with the diabetes educator. Customer said that she does get alarms on the pump, but she wears 2 hearing aids and she removes them at night when she goes to bed. Sometimes, she feels the vibration. Customer stated that her sensor was below suspended and delivery stopped. Customer resumed the basal and drank some juice. Customer stated that the down arrow button does not scroll down anymore. Customer has been fluctuating with high blood glucose levels since pump therapy began. Customer is in danger for attrition risk. Customer will be followed-up with in a few days. No additional information provided.